Manufacturer narrative:
Concomitant medical products: model: 5076-45, lead; implanted: (B)(6) 2003. Model: 1056t, competitor lead; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered an alert for out-of-range/high superior vena cava (svc) defibrillation coil impedance. Variable impedances were noted on both the rv and svc defibrillation coils. A lead fracture is suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.